Event description:
The user facility reported that during a laparoscopic cholecystectomy, a "pop" was heard, and the cable was said to have sparked and then broke off from the dissector when the surgeon attempted to use the cautery device. The procedure was completed with a different, but similar cable. There was no pt injury reported and no further info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval noted that the electrosurgical connector was rec'd detached from the cable and thermal damage to the cable ends. The exposed wires appeared slightly twisted, and the insulation showed signs of bending and overload. This phenomenon appears to be due to user mishandling when detaching the cable from the electrosurgical unit. This report is being filed as an MDR in an abundance of caution.